Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned device found the lead has been stretched so the inner tubing buckled and would prevent the helix from functioning. There is blood in/on the helix/lobe mechanism, all conductors have been cut, the inner insulation is torn and all insulators breached cut. Damaged at implant.

Event description:
It was reported that during the implant attempt, once the lead was placed, it was found to have no capture. At this time, the helix was unable to be retracted, so it was cut, removed and replaced. There were no patient complications reported as a result of this event.